Manufacturer narrative:
All of the buttons are functioning properly during our testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump powered up properly after battery installation. No blank display, no button error alarm and no a21 alarm noted during our testing. The insulin pump passed the a21 error test. The insulin pump was received with normal operating currents. Pump was monitored no low battery alert, bad battery, or battery out limit alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was experiencing blank screen display after flashing numbers on screen, and then time and date would need to be reset. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a button error alarm, low battery alert, and bad battery alert. Customer also reported that buttons responded intermittently. Customer was advised that insulin pump would need to be replaced.